Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a video assisted thoracic surgery wedge resection, the metal base of the cartridge was left behind in the cartridge side of the jaws. Another device was used to complete the procedure. No adverse consequences reported.